Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump kept alarming 'occlusion' during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, upstream occlusion and downstream occlusion alarms were not reproduced. A review of the event history log revealed upstream alarms and downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. Evaluation inspected the device for upstream occlusion and downstream occlusion testing but did not observe any symptom or potential causes of the reported problem. No action required. Should additional relevant information become available, a supplemental report will be submitted.